Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 5.8 cm aneurysm; infrarenal angle of 6.0 degrees. Moderate vessel tortuosity. Aortic neck was 19.5 mm in diameter below the renal arteries, and 18 mm long. Distal aorta and distal neck was 22.3 mm in diameter. Right iliac was 14.3 mm in diameter. Right femoral was 11.6 mm in diameter, and left femoral was 12 mm in diameter. The physicians remarked that there was type ia endoleak. The type ia was corrected by remodeling the stent graft. There was also suspicion of a type iia endoleak. So the physicians decided to put in a palmaz stent (unplanned) at the proximal end of the stent graft. The final angiography showed good result. The type ii endoleak was minimally visible, so they decided not to do any other intervention. The investigator assessed the type ii endoleak to be unrelated to the device and unrelated to the procedure. The investigator states that the type I endoleak was related to the study device and study procedure. It was reported that the patient expired in a nursing home. No additional information was received.

Event description:
Additional information was received stating that the cause of death was assessed by the investigator to not be related to the device or the procedure.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (death); (cause of death is unknown). Conclusion: known inherent risk of a procedure (death); (cause of death is unknown).